Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 1 of 2026 for the sapien 3 and sapien 3 ultra resilia valves. Multiple events were identified to have occurred outside of tvt guidelines. This event involved tricuspid valve permanent pacemaker placement, 4 days post-implant of a 29mm sapien 3 ultra resilia valve for a 64-year-old male.

Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 1 of 2026 for the sapien 3 and sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) number for a 29mm edwards sapien 3 transcatheter heart valve is (B)(4). The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid valve replacement procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the placement of the pacemaker occurred 4 days post-implant with no details regarding the reason for the pacemaker implant. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.